Event description:
It was reported that both of the pt's neurostimulators were flipped. It was noted that she had large breasts which possibly contributed to the flipping. Additional information was requested. See manufacturer report #3004209178-2010-06535.

Manufacturer narrative:
(B)(4).